Event description:
The customer reported that the 840 ventilator had an inoperative graphic user interface (gui). There was no pt involvement. Covidien technical support engineer (cse) troubleshot this issue with the customer over the phone. The tse recommended replacing the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).